Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6) , batch: 7079915.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration which was confirmed through x-ray. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.